Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measures approximately 0.1125¿ in length. There are no signs of thermal damage present at the end of any tears. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer found a crack on the monopolar curved scissors (mcs) tip cover accessory right after starting the procedure for a few minutes. There was no report of fragment(s) falling inside the patient. The procedure was completed with another tip cover. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no arcing was observed. The product has been returned, and there is a noticeable crack at the clear area. There was no missing piece/material.